Event description:
Customer reported experiencing intermittent occlusion alarms, which caused their blood glucose level to rise to 520 mg/dl. To address the high blood glucose, the customer administered a correction injection. The technical support team instructed the customer to perform several actions, including adjusting and replacing specific components and delivering boluses, which were eventually successful. The customer was advised to replace the necessary supplies and resume using insulin.